Event description:
Mother states one pump reads "clot in line". Mother checked for kinks in line and found none. States pt is on other pump for a few days and does not get error on other pump. Advised we will send out a replacement pump. No other info provided. Dose or amount: 26nkm. Frequency: continuous. Route: subcutaneous. Dates of use: (B)(6) 2017 to ongoing.